Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Upon deployment and evaluation of the device via transesophageal echo (tee), a thrombus was observed on the threaded insert of the device. The double curve was sheath was placed just proximal to the device and manual aspiration was attempted. The activated clotting time (act) was 364 seconds. The thrombus remained visible on the core wire/threaded insert. The device was fully recaptured and removed from the patient. A new 35mm device was placed, the device met release criteria and was released. No further thrombus was observed. The patient did well overnight and was discharged home without issues the following day.